Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, when the prostyle device was being advanced over the guide wire into the anatomy, resistance was felt in the deep tissue track of the patient. A snap was heard during advancement of the device. Once in the artery, the marker lumen showed blood flow. The footplate lever was opened and the suture was harvested. The footplate lever was retracted yet the feet were still open. The device was stuck. The vessel was incised to remove the device. Only the distal portion of the device was removed. The device was separated into two pieces with the proximal portion removed separately. The sheath was upsized to 16f and the tavr procedure was completed. Surgical suturing achieved hemostasis. There was a reported clinically significant delay in the procedure. Subsequent to the initially filed report, a user facility medwatch report was received stating: a perclose device was placed in standard fashion in the right femoral artery. The suture deployed without incident. When the device was attempted to be removed, it became stuck in the groin. By fluoroscopy, it was clear that the metal shaft had separated from the catheter and the catheter was in the right femoral artery separate from the housing of the suture apparatus. Hemostasis was maintained at the access site with manual pressure, and a guide wire was manipulated into the right femoral artery from the left femoral approach. A 10 mm x 40 mm angioplasty balloon was inflated at the right femoral artery to maintain hemostasis while a surgical cutdown was performed. The perclose catheter was removed completely from the body and all parts of the perclose catheter system were sequestered and kept by the or [operating room] nursing staff. The arteriotomy was successfully repaired, the edwards sheath was inserted under direct puncture of the exposed right common femoral artery, the tavr procedure as completed, and the arteriotomy successfully repaired. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. Reportedly, the device was difficult to insert and a snap was heard during insertion, but the device continued to be used. It should be noted that the electronic perclose prostyle instructions for use (eifu), states, ¿do not advance or withdraw the perclose prostyle smcr device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle smcr device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. If excessive resistance in advancing the perclose prostyle smcr device is encountered, withdraw the device over a 0.038" (0.97 mm) (or smaller) guide wire and reinsert the introducer sheath or use manual compression. In this case, it is probable the difficulties encountered were due to the IFU violation, however, the resistance and break occurred deep within the patient tissue track which indicates the patient habitus likely was the major contributor. The cause of reported difficulties and subsequent treatment are due to the circumstances of the procedure. In this case, it is likely the patient habitus likely induced difficulty during insertion causing the guide to break, as indicated by the snapping sound. Although broke, it appears not enough to still allow suture harvest, however, once manipulated by suture harvest separation likely occurred. The separated guide would result in difficulty to open or close foot, and entrapment. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Attachment: user facility medwatch report ((B)(4)). E4 - initial report sent to FDA updated from "no" to "yes".

Manufacturer narrative:
H6: medical device problem code 2017 ¿ against resistance. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, when the prostyle device was being advanced over the guide wire into the anatomy, resistance was felt in the deep tissue track of the patient. A snap was heard during advancement of the device. Once in the artery, the marker lumen showed blood flow. The footplate lever was opened and the suture was harvested. The footplate lever was retracted yet the feet were still open. The device was stuck. The vessel was incised to remove the device. Only the distal portion of the device was removed. The device was separated into two pieces with the proximal portion removed separately. The sheath was upsized to 16f and the tavr procedure was completed. Surgical suturing achieved hemostasis. There was a reported clinically significant delay in the procedure. No additional information was provided.